Event description:
It was reported that this right atrial (ra) lead dislodged one day post implant. A lead revision procedure was performed five days later. The lead was successfully repositioned. No additional adverse patient effects were reported. This device remains in service.